Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: stapler is bent and would not hold staple cartridge. (Correction-deployed staples were malformed and not closing completely. Handle was not firing, felt like there was some resistance) (this note is added by (B)(4), rep who was in the case). No adverse patient event occurred.